Manufacturer narrative:
This product is used for therapeutic purposes. (B)(4). The device was returned to the manufacturer and the product evaluation is currently underway by the quality engineering team. (B)(4).

Manufacturer narrative:
The device was returned and evaluated by the quality engineering team. The labeling on the carton identified one sample as item 8229737 nim trivantage emg endotracheal tube size 7.0mm from lot 0206102836. The print on one sample confirmed the size 7.0 mm. The valve from the 7mm tube was pulled away from the pillow and the adhesive bond was cracked. The valve from the 7mm tube was inflated with 20ml of air using the un-calibrated returned syringe, and the valve/pillow assembly was submerged in water. Tiny bubbles emerged from the adhesive area. This complaint was confirmed for leak. This device was identified to be affected by a recall. Medical device removal report # 1045254-03/12/13-001-r.

Event description:
It was reported that during the procedure the emg tube cuff would not stay inflated. It was noted that the leak is coming from the lumen where the cuff is connected to a syringe and inflated. There were not anomalies identified during pre-procedure test inflation. The case was completed using the same emg tube with period cuff inflation. There was no patient injury reported.